Manufacturer narrative:
(B)(4).

Event description:
Reported by the complainant as follows. An abdominal wound of a male patient was being packed by a staff nurse on the (B)(6) in the morning using the aquacel ag 18 inch ribbon dressing. Staff nurse unable to retrieve from sinus trac. Recommended irrigation. Surgeon (B)(6) notified. Patient discharged per regular discharge schedule.